Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18117739 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during an endovascular therapy (evt) procedure a 6f 11cm brite tip catheter sheath introducer (csi) and a non-cordis y-connector were connected. However, when they were released the hemostasis valve of the brite tip csi released and the valve was left inside the y-connector. Bleeding occurred from the brite tip csi which had no hemostasis valve. Therefore, the brite tip csi was replaced with another non-cordis 7f sheath and the procedure completed. Although, the procedure was completed the patient who had lost a large amount of blood due to releasing of the hemostasis valve became anemic. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d8, d9, g3, g6, h1, h2, h3, and h10 this device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10 complaint conclusion: as reported, during an endovascular therapy (evt) procedure a 6f 11cm brite tip catheter sheath introducer (csi) and a non-cordis y-connector were connected. However, when they were released, the hemostasis valve of the brite tip csi separated, and the valve was left inside the y-connector. Bleeding occurred from the brite tip csi which had no hemostasis valve. Therefore, the brite tip csi was replaced with another non-cordis 7f sheath, and the procedure completed. Although the procedure was completed, the patient lost a large amount of blood due to releasing of the hemostasis valve and became anemic. A non-sterile ¿si brite tip 6f 11cm str¿ was received for analysis. During visual inspection, the cap of the csi was noted to be separated from the hub. The cap was found stuck inside one of the ¿y¿ connector. Inner diameter (ID) and outer diameter (od) measurements of the cap were taken and found within specification. The hub was inspected with a vision system to obtain a magnified image and did present with any damages or anomalies. The cap was reassembled and inspected using a vision system and did not present with any damages or anomalies. A product history record (phr) review of lot 18117739 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The failure reported by the customer as ¿hemostasis valve/hub ~ separated - during use¿ was confirmed, the returned unit presented with a separated cap, which was found inside the y-connector. The cause of this condition is likely related to the application of the y-connector with csi. The brite tip sheath hub was not intended to connect to a y-connector or any other luer fitting in this way. The only connection that should be made from the brite tip sheath hub is a snap-fit with the mating dilator. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿introduce the selected catheter into the csi using one of the following methods: a. Straighten the catheter tip by hand. B. Insert a guidewire into the catheter until the tip is straight. Hold the sheath in place when inserting, positioning, or removing the catheter. The suture collar may be used as a temporary suture site.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.